Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system alarm and excessive no delivery test. However, pump was received with intermittent button response due to corroded keypad traces. No button error alarm was found during testing. Pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, and cracked lcd window.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. Customer also had a button error alarm on the insulin pump. Customer had increasing insulin. Customer had symptoms such as nausea, high blood glucose levels, and vomiting. Customer may be kept overnight at the hospital. Customer was wearing the pump at the time of the hospitalization. Caller was unsure of the customer's blood glucose level at the time of the incident and advised that it was in the 500's mg/dl. Customer's mother stated that the buttons stopped working. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.